Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients and orders were not crossing over from the active directory to all pyxis. The technical support specialist (tss) connected to the care fusion coordination engine and identified a delay in getting messages from the electronic privacy information center. Tss confirmed that it was fixed by itself as messages were crossing in a timely manner. Tss also verified the hl7 messages and stated that the cause of the event was due to a disconnection between the servers when a msh messages was being received. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had patient and orders not crossing over server to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.